Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was liquid leakage from the connection part between the yellow connector and the tube, at the syringe connection site. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3/h6: the device was returned for evaluation. The device was visually inspected and there were no damages or anomalies observed. Functional test was performed and the cassettes were to be filled with 250ml of water. A leak was observed between the tubing and female luer of the cassette. The luer tube bond was separated and the tube and bond pocket was observed. The complaint of leakage can be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.